Event description:
A pump malfunction was reported after it fell on the bathroom floor. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the customer was able to reset it successfully without recurrence of the malfunction, allowing the continued use of the pump.